Event description:
The judkins left catheter from this multi-pak was being utilized for a diagnostic procedure when a dissection of the left coronary artery occurred. A coronary artery bypass graft was performed to repair the dissection.